Event description:
It was reported that after advancing an 014 hi-torque (ht) balance middleweight (bmw) elite guide wire past a mildly calcified, eccentric, 75% stenosed, 20-millimeter-long de novo lesion in the mildly tortuous 3.0-millimeter-diameter mid right coronary artery, a non-abbott balloon dilatation catheter (bdc) was advanced over the bmw elite guide wire. However, during the advancement, the bdc became stuck on the guide wire when just exiting the tip of the guiding catheter. An attempt was made to push and pull the bdc, but it did not move at all. Subsequently, the bdc and bmw elite were both removed from the anatomy as a single unit. The procedure was completed using a non-abbott guide wire and a new same size and brand of non-abbott bdc without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.